Event description:
It was reported the pt underwent aortic valve replacement in 1994 where this valve was implanted for aortic stenosis caused by rheumatic valvular disease. Postoperative course was uneventful. In 2006, the pt had a lumbar fracture and stopped visiting the hospital and stopped taking warfarin. The pt-inr was reported to be 1.1. In 2010, the pt presented to the hospital in cardiac arrest. The pressure gradient was over 120 mmhg. Echocardiography revealed no leaflet mobility and cine image revealed limited leaflet mobility. Mdct was used to access the valve function and no valve defect, pannus, nor significant thrombus was revealed. Re-do aortic valve replacement was planned, but the cardiac arrest worsened and the pt expired (date unk). Since autopsy was not performed, the cause of the impeded leaflet mobility was not determined. The physician suggested that the valve dysfunction might be caused by thrombosis. An autopsy was not performed and the cause is unk. However, the physician does not allege that the valve dysfunction was caused by a valve defect.